Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized for non-cardiac reasons. While hospitalized the patient received an inappropriate shock. Automatic setup changed the sensing vector and activated smartpass. Boston scientific technical services (ts) advised further troubleshooting. No adverse patient effects were reported. The patient was to be seen in clinic following discharge but failed to show. The patient has a history of being non-compliant. The s-ICD remains in service.